Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a swiss patient had developed bruising under the lifevest. The patient went to the hospital and a bandage was placed over the bruising. Follow-up indicated that the bruising had healed.